Event description:
Additional information received indicated that the device was reprogrammed to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was noted on the right ventricular (rv) lead. Technical support was contacted and reprogramming was recommended. That patient was in stable condition. Manufacturer report number: 2017865-2019-02333.